Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported the system was unstable and presented vacuum problems during the procedure. The pt has corneal edema and descemetitis. Add'l info has been requested.